Event description:
Suspected pump thrombus. On (B)(6) 2014 - first episode of hemolysis; ldh 652; treated with argatroban; inr goal increased from 1.5-1.7 to 2.1 (strong hx of gib) asa added. In 2015 pt was hospitalized at least 3 times for hemolysis and treated with asa, coumadin, integrilin, and argatroban. On (B)(6) 2015, pt underwent a pump exchange due to failed anticoagulation IV and aki with cr 1.8. The explanted hmii was found to have pump thrombosis within outflow graft. Within 3 months of pump exchange, pt again developed hemolysis and suspected pump thrombosis. Treated with IV anticoagulation and integrilin. In 2016, he had several hospitalizations due to hemolysis and suspected pump thrombosis. Also hospitalized several times for bacteremia, vad pocket infection, requiring wound vac with delayed closure. In (B)(6) 2016, developed acute on chronic chf, vt, psvt, with pump dysfunction and became inotrope dependent. Evidence of pump dysfunction evident on echocardiogram and vad parameter abnormalities (mp 7.8/pi 1.4) despite trending down onf ldh. On (B)(6) 2016 hmii explanted with implantation of heartware hvad.